Event description:
I was having my period 5 days after my last period over and over again with no end in sight. I was told something could be done to stop the too close cycles. I wanted a hysterectomy, but the doctor said no. She told me she could tie my tubes and give me an ablation, but instead of tying my tubes the brochure was called essure. She said that is the way they do it now, not actually tie the tubes shut. Essure was the worst thing that happened to me. My symptoms have increased in these last 2 years and include: chronic fatigue, constant congestion that never goes away and turns into sinus infections and ear infections, severe bloating, dry skin/hari/eyes, blurred vision/floaters, hair loss, swelling of my legs and other places, cramping, sharp/stabbing pelvic pain, shooting pain down into my thighs, discharge, hot flashes, night sweats/day sweats, loss of libido, painful intercourse, yeast infections, urgent/frequent urination, itching/burning/stinging stabbing of vaginal entrance and inside, breast tenderness and pain all the time, abdominal spasms/twitching/fluttering, pain: back, joint, chest, legs, breast, back of neck, hips and lower back. Pelvic pain, facial pain, all over body aches/pain, nausea, gas, constipation, diarrhea, heartburn, headaches and migraines, dizziness, numbness, nerve pain, brain fog, ringing in the ears, numbness feeling in my thighs, sensation of pricking of skin by a sharp needle all over my body. Essure needs to be off the market so no one else has to suffer.